Event description:
Device malfunction: device #1 kinked sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician used a starclose device to attempt arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the approach was very acute and when attempting to insert the first sheath it kinked. The physician then opened the package of a second starclose, removed the sheath and attempted to insert this sheath into the very acute vessel, which also kinked. Hemostasis was achieved with manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Device #2: starclose, part# 14677-01, lot# 49016-6h, indicated is being filed under medwatch MFR number.